Event description:
The disposable loading unit was used with an auto suture*ta 55 premium* stainless steel instrument during a gastrectomy procedure. Reportedly, staples were not present in the cartridge. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
9/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.